Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's recharging unit is functioning properly. However, the patient has difficulty recharging and maintaining proper coupling while recharging. They have grown frustrated with the length of their recharging sessions due to loss of coupling while charging. There were no factors that may have led or contributed to the issue. The patient understands how to charge but is unable to maintain consistent coupling. No actions were taken and the issue was not resolved.